Manufacturer narrative:
At this point in time mitek is in the information gathering mode. If and when more information becomes available, a follow up report will be sent in.

Event description:
Doctor had to remove micro anchor from patient, for they were expelled from bone, due to a foreign body reaction were cysts had formed. The anchors removed had been placed in the phalanges 3 area of the finger.